Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the heartstart mrx by the philips healthcare field service engineer (fse), it was noted the joules output was low. There was no pt involvement.